Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6, h10 the device was not returned for evaluation. Patient imagery was provided and should mild calcification in vasculature. Tortuosity is present in access vessel and aorta. No relevant imagery concerning to complaint events (e.g. Procedural cine, photos of the complaint devices) was provided. As no lot number was provided, device history review (DHR) review was unable to be performed. As no lot number information was provided, lot history review was unable to be performed. As the complaint are unable to be confirmed, a complaint history review is not required. Instructions for use (IFU), prepping manual , and procedure training manual were reviewed for instructions involving the commander preparation and procedure. System removal: unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath. Caution: patient injury could occur if the delivery system is not unflexed prior to removal. Valve alignment: slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper valve deployment slide 134: thv retrieval through sheath . Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event of withdrawal difficulty was unable to be confirmed. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. While it was reported that vessel was not very tortuous, review of imagery shows presence of tortuosity present in aorta/access vessel. Tortuosity may potentially lead to non-coaxial retrieval of the thv with the sheath tip. If the thv is not coaxial with the sheath tip during retrieval, this may result in the thv getting caught on the sheath tip and subsequent retrieval difficulty. The valve being ¿sheared off¿ by the sheath tip and reported sheath tip damage are indications that the thv may have gotten caught on the sheath tip. The reported difficulty with valve alignment was unable to be confirmed. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Review of the complaint description (¿during valve alignment the doctor pulled the valve too far past the alignment markers and could not position the balloon back under the valve¿) indicates that a use error may have contributed to the complaint event. Training materials instruct caution during valve alignment, as positioning the thv past the alignment markers will prevent proper valve deployment. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions are required. Since no product non-conformances or labeling/training/IFU deficiencies were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach with a 26mm commander delivery system and 14f esheath. During valve alignment the doctor pulled the valve too far past the alignment markers and could not position the balloon back under the valve. When removing the system from the body, the valve was sheared off of the balloon by the distal part of the sheath. The valve was trapped with the nose cone and pulled through the iliac. A small incision was made to retrieve the valve. A second valve, delivery system, and sheath were used to complete the procedure. The devices are not available to be returned for evaluation.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2020-12644.